Event description:
It was reported that the patient experienced a detachment event on (B)(6) 2026 as the infusion set tubing breaking and became disconnected from the cannula and the patient had high blood glucose with early signs of ketoacidosis requiring input from the health care team.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380